Event description:
It was reported that during hysterectomy procedure, the tissue pad fell off the first device into the pt. The tissue pad was retrieved. A second device was used and this device started making a noise and then when they pulled the device out of the pt it started burning on its own. A third device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.